Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 10-jun-2015, an fse performed service on-site where he replaced the burned drv1 board and sv290 wash valve due to a shorted valve. Fse then ran daily maintenance and calibrations with no issues. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was due to a shorted sv290 (solenoid wash valve) causing the drv1(drive) board to burn and fail.

Event description:
On (B)(6) 2015, a customer reported a burning odor coming from the analyzer, noticed when they went to check a bf probe error. The technical support specialist (tss) confirmed the instrument ad been turned off and a field service engineer (fse) was dispatched to address the reported event which resulted in delayed reporting of lhii, prl, fsh and pth. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.